Manufacturer narrative:
Thermogard xp ivtm system (sn: (B)(4)) was serviced by the customer. The biomed was not able to reproduce the reported complaint during evaluation. The console is working as intended for use. All service records will be retained by the customer. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for thermogard xp ivtm system s/n: (B)(4).

Event description:
As reported during initiation of therapy, the thermogard ivtm system (sn: (B)(4)) alarm sounded and the unit would power off every hour. Error message tcmid: 02 (ce danfoss error) was also displaying. Another unit was used to complete the temperature management therapy. No patient adverse effect was reported.